Event description:
It was reported that the device diagnostics for atrial fibrillation (af) episodes was blank. Performance data was collected from the device and analyzed; analysis revealed the reed switch has been stuck closed for about four years and because the device appears to be in session, no diagnostic data has been collected during that time. It was also noted that the battery impedance was high. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45 lead, implanted (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was attempted to be collected from the device and analyzed. Analysis revealed that no diagnostic information was recorded since may 2010 and a stuck reed switch was suspected.